Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging there was a black mark on his onetouch ping meter display. The pt reported that the alleged issue began 1 week prior to contacting lfs. The technical service rep (tsr) noted that the pt is on an insulin pump. The pt denied making any changes to his diabetes management as a result of the alleged issue. Approx 3 days after the alleged issue started, the pt claimed he began to feel tired. The pt denied receiving medical treatment. At the time of troubleshooting, the tsr noted there was no known trauma to the subject meter. Replacement product was sent to the pt. There is no indication that the subject meter caused or contributed to a serious injury. The pt did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged display issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.